Event description:
The manufacturer received information that a trilogy o2 ventilator required preventative maintenance. There was no patient involvement, and no harm or injury reported. The ventilator was received at the manufacturer's service center, and an overhaul of the device was performed. Parts that were required to be replaced as regulated by the maintenance procedure were replaced to prevent failure. On evaluation, it was confirmed that the "left" button responded as if it had been pressed twice when only pressed once. The front panel/keypad panel light-emitting diode printed circuit board assembly (pcba) was replaced to address this issue. A "ventilator service required" alarm occurred during evaluation with error code e-344 recorded in the error log indicating oxygen blending module (obm) accuracy urgent service and the flow sensor detected abnormalities. The obm pcba was replaced to address this issue. The device failed repair testing after the repairs were completed for issues again related to the error code e-344 issue. The sensor pcba was replaced to address the test failure. The device then passed all testing and was confirmed to operate properly.